Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not power on. Customer's blood glucose level was 192 mg/dl. Customer reported that the pump powered on and declined to provide additional information and further troubleshooting with tandem technical support.